Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
Customer reports to have high blood glucose and believes insulin pump is not delivering. Customer's blood glucose ranged from 286 mg/dl to 358 mg/dl. After troubleshooting, it was found that customer had bent cannulas. Customer declined to be transfered to sensor technician. No further information provided.